Event description:
It was reported that the user experienced signal loss of dexcom g7 glucose data to the ilet immediately after initiating bionic mode, while glucose readings continued on the dexcom mobile app and no alerts appeared on the ilet. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on daily activities. Investigation included customer support troubleshooting and user education. Investigation of this case revealed that turning off the phone¿s bluetooth, toggling the sensor type from g7 to g6 to g7, and reentering the sensor code restored glucose readings on the ilet, indicating a connectivity and pairing issue confined to the ilet interface. It was concluded that the device functioned as designed after reconnection and that the event was attributable to a transient communication issue between the cgm and the ilet.